Manufacturer narrative:
"Leak iab catheter." Product condition received: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter with the one-way valve attached. The sheath was not returned. No blood was found inside the iab catheter. The outer catheter tubing was found to be flattened along the length of the catheter. We are unable to determine how the flattened shape catheter tubing occurred. It may occur if the vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. Product evaluation: the one-way valve was placed on the iab and vacuum tested and it held a vacuum. A laboratory insertion test was unable to be performed due to the returned condition of the iab being completely unfurled. The iab was dimensionally evaluated and found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed an no leaks were detected. Conclusion: no leaks were detected on the iab catheter. However the evaluation confirms the difficulty to insert the iab through the sheath. To avoid difficulty during insertion instructions for use indicates do not remove the iab from the t-handle until immediately prior to insertion and leave the one-way valve securely in place to ensure vacuum is maintained. If the one-way valve is removed or not properly attached to the catheter with a vacuum it can result in the balloon unfurling and cause the iab to be difficult to insert through the sheath. (B)(4).

Event description:
Physician attempted to pass iabp into body. It did not go smoothly. He removed the balloon, and on inspection, it appeared to have blood inside it. He did not reattempt for fear the balloon was compromised (tear or leak). He introduced another (like) balloon without difficulty. No injury or death occurred. An identical balloon was used without difficulty. Note: the current pt status was recorded as "dc'd" on the balloon report data sheet. Dc'd was interpreted as deceased for the pt.